Event description:
This 50-yr-old female underwent bilateral augmentation mammoplasty with silicone gel implants in 1979. The procedure was not performed at this reporting facility, therefore the MFR is not known. She has apparently been asymptomatic over the years. A recent MRI demonstrated a rupture on the left side, thus she decided to have the silicone gel implants removed. Gross exam: the right implant is intact with no evidence of rupture or leakage. The left implant's outer surface is coated with stringy, sticky, viscous gelantinous material. There is a 0.3 cm slit-like fenestration in the lateral edge of the implant through which exudes a gelantinous material. The capsule tissues demonstrate fibrosis and chronic inflammation.